Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Tampon lodged inside me- vagina [foreign body in reproductive tract]. Unable to pull the tampon string out [complication of device removal]. Tampon string broken in half [device breakage]. Tampon string was too thin [device physical property issue]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via e-mail that the tampon string was too thin and another string was broken half off. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon lodged inside me- vagina [foreign body in reproductive tract]. Unable to pull the tampon string out [complication of device removal]. Tampon string broken in half [device breakage]. Tampon string was too thin [device physical property issue]. Case narrative: consumer reported via e-mail that the tampon string was too thin and another string was broken half off. No serious injury reported.